Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer mentioned the symptoms are the possible onset of diabetic ketoacidosis and was treated with humalog pins. Customer's blood glucose value was over 600 mg/dl at time of incident. Customer's current blood glucose value was 200 mg/dl. Customer stated that they had the flu. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer alleges pump is under delivering as customer is entering higher than average carbohydrate in the pump to get the pump to deliver more insulin. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer declined to check for possible site/insulin issues. Customer declined to check basal rate settings for accuracy. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.